Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date, the patient would get extra stimulation if they would press on the battery. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. An impedance check showed to avoid 3 and 7. All of the patient¿s programs were utilizing 7. The rep programmed around 7 and the patient was satisfied with the coverage. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.